Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. Patient code: c64343 (granulation tissue). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced infection, fistula, adhesions, abscess, abdominal pain, distention, tachycardia, bilobed abscess, drainage of left lower anterior abdominal wall abscess, fistulous communication between the small bowel and the abscess pocket, dense adhesions involving omentum and multiple loops of small bowel and transverse colon to the anterior peritoneum, two areas of fistulization, mesh removed with ease as it had purulent surrounding chronic abscess, and significant granulation tissue anterior to the previously removed mesh. Post-operative patient treatment included revision surgery, CT-guided drainage of the perisigmoidal abscess, CT guided abdominal abscess drainage, exploratory laparotomy with extensive lysis of adhesions for 2 hours, completion of total abdominal wall colectomy with excision of terminal ileum and ileorectal anastomosis, excision of infec ted abdominal wall mesh, flexible sigmoidoscopy and reconstruction of abdominal wall with primary repair.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced infection, fistula, adhesions, abdominal pain, distention, tachycardia, abscess, drainage, dense adhesions, purulent discharge, hematoma, seroma, and significant granulation tissue. Post-operative patient treatment included revision surgery, mesh removal, CT-guided drainage of the perisigmoidal abscess, CT guided abdominal abscess drainage, exploratory laparotomy with extensive lysis of adhesions for 2 hours, completion of total abdominal wall colectomy with excision of terminal ileum and ileorectal anastomosis, excision of infected abdominal wall mesh, flexible sigmoidoscopy and reconstruction of abdominal wall with primary repair.

Manufacturer narrative:
Additional info: h6 (patient codes, imf codes, ime e2402: "serositis, ileus"). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced pain, inflammation, obstruction, serositis, ileus, infection, fistula, adhesions, abdominal pain, distention, tachycardia, abscess, drainage, dense adhesions, purulent discharge, hematoma, seroma, and significant granulation tissue. Post-operative patient treatment included medication, CT scan, small bowel excised, revision surgery, mesh removal, CT-guided drainage of the perisigmoidal abscess, CT guided abdominal abscess drainage, exploratory laparotomy with extensive lysis of adhesions for 2 hours, completion of total abdominal wall colectomy with excision of terminal ileum and ileorectal anastomosis, excision of infected abdominal wall mesh, removal of large intestine, flexible sigmoidoscopy and reconstruction of abdominal wall with primary repair.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced infection, fistula, adhesions, abscess, abdominal pain, distention, tachycardia, bilobed abscess, drainage of left lower anterior abdominal wall abscess, fistulous communication between the small bowel and the abscess pocket, dense adhesions involving omentum and multiple loops of small bowel and transverse colon to the anterior peritoneum, two areas of fistulization, mesh removed with ease as it had purulent surrounding chronic abscess, and significant granulation tissue anterior to the previously removed mesh. Post-operative patient treatment included revision surgery.